Manufacturer narrative:
This report is resubmitted on request by the FDA to correct field to initial report. The lock up was the result of a latent component failure in the mx board assembly.

Event description:
Previously submitted. System locks up while doing tee studies.